Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported patient complained of pain. Loose implants were removed and revised with restoration modular stem. Tritanium rev cup, x3 liner and biolox head.

Manufacturer narrative:
An event regarding pain and loosening involving an unknown omnifit stem was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded: "the primary harm involved is loss of fixation of the femoral component most likely due to osteolysis related to polyethylene wear. These findings are not unexpected in a tha implanted in 1997. The report is nonspecific about ¿products" involved and lists an x3 liner unknown joint replacement product. X3 technology was not available in 1997." -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: a review of the provided medical records by a clinical consultant concluded that the primary harm involved is loss of fixation of the femoral component most likely due to osteolysis related to polyethylene wear. The root cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre and post op xrays, patient history, surgical implant records are needed to investigate this event further. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Sales rep reported patient complained of pain. Loose implants were removed and revised with restoration modular stem. Tritanium rev cup, x3 liner and biolox head.